Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The part number is unknown, so no device information is available and the labeling cannot be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference user facility report number: 0533020000-2017-8019. (B)(4).

Event description:
It was reported that a guide wire broke of inside the patient during surgery and was retained. The surgeon decided to leave the broken piece in place as there was no harm to the patient. Additional details were requested but are not available.